Event description:
It was reported via repair work order that the head end of the bed was stuck in an elevated position due to loose housing bolts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.